Manufacturer narrative:
On november 29, 2021, additional information indicated that the issue with rupture was not confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, cap con unknown grade. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported thata (B)(6)-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 350cc breast implant experienced right-sided capsular contracture unknown grade, and symptomatic rupture post procedure. The issue of cap con was diagnosed in doctor¿s office. Rupture is not suspected or cannot be confirmed. As a result, patient scheduled for removal, and replacement with mentor gel on (B)(6) 2021.